Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke; after further analysis the knife was noted to have nicks and the washer halves had some indentations, this damage is consistent with the device being fired over an already existing staple line, and or hard objects. Metal clips, staples, or sutures contained in the area to be stapled may affect the integrity of the anastomosis. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. The device fired, cut and formed all the staples as intended. The staple line was noted to be complete and the staples were noted to have the proper b-formed shape.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a pph procedure, the doctor tried firing the stapler, realized that it couldn't fire all the way as there was something obstructing the final crunch. As such, surgeon opened stapler, closed again and re-fired it. Again, no final crunch was felt and surgeon had to manually stitch. Patient needed hospitalization. Procedure prolonged 45 minutes. There were no other patient consequences.